Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Device interrogation noted intermittent high out-of-range shock impedance measurements. The shock alert limit was increased from 125 to 150 ohms. Boston scientific technical services (ts) recommended isometrics and pocket manipulations to exclude any lead issues.